Manufacturer narrative:
The device (stent) was returned in a foreign packaging. Through microscopic inspection of the returned stent, foreign material was found on the inner diameter of the snorkel. Photometrics conducted further analysis of the foreign material which indicates the material to be proteins. However, the type of protein cannot be distinguished by infrared spectrum alone. MFR# reference: (B)(4).

Manufacturer narrative:
Upon device return to the manufacturer, material was observed surrounding the stent. Subsequently, the device was sent out to a third party for further evaluation of the material. A completed device evaluation will be provided once the report is provided and finalized. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference:(B)(4).

Event description:
Through product return, the surgeon made the following inquiries about device evaluation. The surgeon requested to check the possibility of stent (lumen) occlusion by visual testing or functional testing. If confirmed, the surgeon inquired about investigating the occluded material.

Manufacturer narrative:
The device was returned for evaluation, and the investigation is underway. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Elevated iop is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
Initially, it was reported that following a right eye cataract (pea + iol + ecce) plus trabecular micro bypass stent procedure, the patient presented with elevated iop. Reportedly, the stent was explanted and a trabectome procedure was completed.